Event description:
Information received from the field does not address the patient's clinical status but notes that a holter monitor displayed a rate of 45 bpm. When the device was interro- gated, capture thresholds and sensing thresholds were adequate. The voltage was increased and the sensitivity was decreased. A repeat holter monitor revealed no evi- dence of rate decreases below the programmed rate of 60 ppm. The patient will be monitored.